Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this lead was surgically abandoned and replaced without incident.

Event description:
Boston scientific received information that the patient implanted with right ventricular (rv) lead this pacemaker presented to the hospital due to presyncopal symptoms and hypotension. Interrogation revealed this device was oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition with ventricular asystole. Loss of capture (loc) was also observed with arm movements. The device was reprogrammed and patient will undergo surgical intervention immediately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.